Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and a supply change. The customer resumed insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than 2 days and sometimes used cold insulin. Tandem technical support educated the customer this is considered off label use.